Event description:
Allegedly the patient was experiencing unknown mom complications. Additional information received from litigation on (B)(6) 2018. Allegedly the patient was revised due to mom complications: pseudotumor ; metallosis (left).